Event description:
It was reported that there was a time the key holder was firmly screwed in, then unscrewed and repositioned. The lead is still in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).